Event description:
A customer contacted global technical services (gts) regarding a reload set 161 alarm that appeared on the homechoice (hc) unit during priming. Product surveillance contacted the home patient (hp) regarding the reported problem and the hp stated that they started over with new supplies and was able to resume therapy without any problems. She stated that she noticed a crack on the tubing but doesn't remember exactly where it occurred. The hp discarded the actual sample, does not have any companion samples and does not recall the lot number. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.